Manufacturer narrative:
(B)(4). Allergic reaction. Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an orthopedic procedure on (B)(6) 2010, and suture was used. The pt returned to the office on (B)(6) 2010, for a f/u visit and the pt presented with erythema and a developing rash above the port sites. No edema was noted. The pt was started on benadryl and keflex. On (B)(6) 2010, the pt was re-evaluated and the rash above port sites was still noted and the skin was extremely dry. The physician noted that the pt was having an allergic reaction. Keflex was continued. Benadryl was discontinued and medrol was started.